Event description:
It was reported the that patient's physician brought in the patient for a surgical procedure to move her implantable neurostimulator (ins) from her right chest to her right abdomen due to complaints of pain and excessive "bulk" from the ins pocket. It was noted that the ins pocket contained both an ins (model #: 37601) and an adaptor (model #: 64002) from a previous transition from an older ins to her current one. Upon incision, pus was observed to have collected in the right chest ins pocket and the physician was forced to explant the ins, adaptor, and the bilateral legacy extensions (model #: 7482a51). It was determined that the patient was to be treated for infection and would be without dbs therapy for a period of time to be determined. It was noted that the physician complained as well about the excessive bulk that the required adaptor produced while in the ins pocket. Additional information reported that the date of the onset of infection was unknown. The infection was cultured, but the results were unavailable at the time of the reported information. The patient was treated with IV antibiotics. It was unknown if the infection had resolved, but the patient was currently recovering at the time of the reported information. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 7482a51, serial #: (B)(4), implanted: (B)(6) 2007, product type: extension; product ID: 7482a51, serial #: (B)(4), implanted: (B)(6) 2007, product type: extension; product ID: 7428, serial #: (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2011, product type: implantable neurostimulator; product ID: 64002, lot #: n274424, product type: adapter; product ID: 37642, serial #: (B)(4), product type: programmer, product ID: 3387s-40, lot #: v037049, implanted: (B)(6) 2007, product type: lead; product ID: 3387s-40, lot #: v040632, implanted: (B)(6) 2007, product type: lead.